Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead, other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with parkinson's disease had dbs implanted in (B)(6) 2022. They were seen as there was concern for device infection. The patient was noted to have erythema and swelling at site of battery pack roughly two weeks after surgery and was treated with one week of keflex with improvement. (B)(6) 2022 they were noted to have dehiscence at site of battery pack, so they underwent removal of battery, with leads and brain implant remaining in place. Cultures were sent and found to have growing mssa. (B)(6) 2022 they started on keflex; continued it. (B)(6) 2022 there was concern for device infection again and the battery was known to be infected. There was a possibility that the leads and brain implant also involved, especially as scab is present over posterior auricular site. They would need IV ceftriaxone to cover for mssa for at least four weeks, and likely prolonged suppressive oral regimen afterwards given that infected hardware will likely remain in place. Would be ideal if the leads could be removed, but would defer to the surgery team for that decision. (B)(6)2022: distal dbs lead wire removal and wound revision.